Event description:
It was reported that the right ventricle lead (rv) exhibited noise that was oversensed by the device. The rv lead was capped and replaced on 22 feb 2022. The patient was reported to be in stable condition.